Event description:
Received information that over time, the battery took less and less charge until it would not recharge at all. There was no history of an overdischarge, but the medtronic representative did try to clear the battery as if there was one and that was unsuccessful. The ipg was explanted and replaced. The pt was reported to have suffered no injury and recovered without sequela.

Manufacturer narrative:
(B)(4).